Event description:
It was reported that the insulin pump had unresponsive keypad. The customer stated that the issue had started about a week prior to the phone call, on a mission trip. The customer's blood glucose was 67 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was received with intermittent button response due to a flattened up arrow button dome switch. The insulin pump was received with a cracked case at display window corners and minor scratches on the display window.